Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of ¿elevated threshold¿ was confirmed. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located proximal from the suture tie impressions. The cause of the reported event of ¿elevated threshold¿ was due to the exposure of the outer coil in the abrasion zone. The reported event of ¿lead fracture¿ was not confirmed. Complete x-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed right ventricular lead was fractured and had increased capturing threshold. The lead was explanted and replaced. The patient was in stable condition.